Manufacturer narrative:
Lab analysis of the device found no defect.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the lips. During the injection, the base/plastic part of the needle remained attached to the syringe and the metal tip part of the needle became unattached once pressure was applied to the plunger. The metal needle was hanging out of the patient's lip and all the product was on the injector's glove. Packaged needle was used for the injection. There were no reported injuries.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported events of detachment of device component and expulsion: " precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the lips. During the injection, the base/plastic part of the needle remained attached to the syringe and the metal tip part of the needle became unattached once pressure was applied to the plunger. The metal needle was hanging out of the patient's lip and all the product was on the injector's glove. Packaged needle was used for the injection. There were no reported injuries.